Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation, but was returned to olympus europa k.g (oekg). The inspection of the subject device by oekg confirmed the noisy image of the device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg there was the possibility that the reported phenomenon was attributed to the failure of the electronic substrate due to the aged deterioration of the electronic component of the substrate because seven years have passed since the manufacturing of the subject device.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed before the unspecified procedure. The field service engineer of olympus (B)(4) went and checked the subject device at the user facility. But it could not be duplicated the reported phenomenon. Instead it was found that the color of image was bad. There was no report of patient injury associated with this event.